Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that three months after the implant date the patient is not pleased with the results of his artificial urinary sphincter (aus). He is using 3 pads per day and the condom catheter at times. His doctor believes that a smaller cuff may be needed, however, the patient is hesitant about getting a revision surgery. Additionally, the patient thinks that there is a problem with the placement of the pump and tubing. It was stated that if the surgical procedure is schedule, the patient will provide the information. No further information was provided.